Event description:
The client was transferred marisa lift into bed with a geri-chair. The client was then rolled left then right to apply the sling. The lift was raised and moved back from the bed. The two attendants then noticed the resident on the floor and client had struck left side of face on left leg of chasis.